Manufacturer narrative:
(B)(4). Correction: the wrong ps number was referenced in the original report. (B)(4). Method: the complaint mr370 adult reusable chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was not fully fitted to the chamber base. No physical damage to the chamber was observed. A lot check revealed no other complaints of this nature for lot 150603. Conclusion: it is likely that operator error resulted in the chamber dome not fitting properly to the chamber base. There are standard procedures (sops) in place to assist operators on the production line to correctly assemble the chamber dome to the chamber base.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the dome of a mr370 reusable humidification chamber was not fully connected to the chamber base. This was discovered before patient use.

Manufacturer narrative:
(B)(4). The complaint mr370 adult reusable chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the dome of a mr370 reusable humidification chamber was not fully connected to the chamber base. This was discovered before patient use.